Event description:
It was reported that the 9800 system boots to the "load service node screen". Another system was used to complete the case. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and downloaded the back up cal files. The system was tested and found to be working as intended and placed back into service.